Manufacturer narrative:
This lead was surgically abandoned; therefore analysis cannot be performed on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead exhibited elevated thresholds and impedances as well as noise which was reproducible with isometrics. In a revision procedure, the lead was noted with a conductor fracture near terminal pin. The lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported.